Event description:
It was reported that a patient was treated with a gore® excluder® aaa endoprosthesis on (B)(6) 2014. Aneurysm grown of 9 mm and a type ii endoleak were detected via CT imaging on (B)(6) 2018. The patient was treated with coil embolization of the inferior mesenteric artery (ima) and subsequently showed no sign of type ii endoleak in CT imaging taken in 2019.

Manufacturer narrative:
Lot number is unknown. Device evaluated by MFR: device remains implanted. A report for a later event for the same patient was reported under manufacturer reference no. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No contemporary imaging for the 2018 endoleak described in this report were provided. However, images were received from (B)(6) 2022, describing endoleaks the patient was subsequently treated for (see report under manufacturer ref no. (B)(4). It is unknown whether the endoleaks identified in this set of imaging are related to this event. The ima was coil embolized in 2018 but with the imaging evaluation and report from the physician shows the ima is still contributing to a type ii endoleak. The imaging evaluation performed by a clinical imaging specialist showed the following: the length from the lowest renal to the proximal end of the device is ~27mm. The aortic diameters distal to the renal range from 24 mm -35 mm. On the CT dated (B)(6) 2022, the ima is patent and appears to communicate with the aneurysmal sac. This is consistent with a type ii endoleak. There is contrast outside of the proximal end of the device. This is consistent with a proximal type I endoleak. There is lack of distal wall apposition in the rci, but there is no contrast from the distal end that communicates with the aneurysmal sac. A review of the manufacturing records for the device could not be conducted because the serial number remains unknown. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. Type ii endoleaks represent an inherent, albeit acceptable, risk of the design and modus operandi of endovascular stent-grafts. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.